Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. Visual evaluation of the sample showed a large vertical crack in the threads of the caresite valve. Although a crack was observed on the threads of the used valve, it is not confirmed to be related to any manufacturing process. Incidents of cracked/leaking valves can be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening or frequent set manipulation), or other various unforeseen circumstances during the clinical application. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: complaint: medical solution leakage from the valve. The medical solution is 5-fu. Product was connected to the PICC catheter, and the female side was connected to the baxter infuser (B)(4). Two possible lot numbers provided: lot number 0061826797 - expiry date 03/31/2025 - production date 04/11/2022; lot number 0061820340 - expiry date 01/31/2025 - production date 02/28/2022. No injury reported.